Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
During the repair of the device for a different symptom, an unexpected shutdown of the device occurred. There was no pt involvement.